Event description:
Litigation papers were received by baxter indicating that in 2006, a pca ii pump was being used for pain management on a pt post left knee arthroscopic reconstruction. The surgical center physician prescribed morphine sulfate for pain management to be administered via a pt controlled analgesia (pca) pump manufactured (as the pca ii pump) by baxter. The physician also prescribed phenergan to be administered intramuscularly for nausea and vomiting. Lortab, a narcotic pain reliever, was prescribed every four hours as needed. It is alleged the pt expired from morphine toxicity.

Manufacturer narrative:
Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available.